Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became torn and broken. The customer changed cartridge and was able to resume insulin delivery. Customer's blood glucose level was 112 mg/dl..